Event description:
It was reported that an alert was displayed for an out of range atrial intrinsic amplitude of 0.5mv. Review of the stored data identified intermittent farfield r-wave oversensing (ffrwos) on a stored rythmiq episode. The information was forwarded to the patient's following clinic and the patient will be brought in for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific local are representative was contacted for additional information. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that system evaluation was performed following the reported clinical observations and atrial sensing had improved and was 1.6mv. The system remains in service and no adverse patient effects were reported. Additional information was received that an alert was generated for atrial arrhythmia burden (aab) greater than one hour. The average ventricular rate during atrial tachycardia response (atr) was 74bpm. Some atrial undersensing observed during atr episodes. The aab alert was increased to greater than three hours. They system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was displayed for an out of range atrial intrinsic amplitude of 0.5mv. Review of the stored data identified intermittent farfield r-wave oversensing (ffrwos) on a stored rythmiq episode. The information was forwarded to the patient's following clinic and the patient will be brought in for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific local are representative was contacted for additional information. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was displayed for an out of range atrial intrinsic amplitude of 0.5mv. Review of the stored data identified intermittent farfield r-wave oversensing (ffrwos) on a stored rythmiq episode. The information was forwarded to the patient's following clinic and the patient will be brought in for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific local are representative was contacted for additional information. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that system evaluation was performed following the reported clinical observations and atrial sensing had improved and was 1.6mv. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.